Event description:
The customer stated that a pt diagnosed with renal failure generated direct bilirubin results that were higher than total bilirubin results on the architect c8000 analyzer. The customer questioned how this can occur and stated this issue was noted as the patient's condition worsened. There is no evidence of impact to patient management due to these results. Abbott educated the customer that the assay performance characteristics of the direct bilirubin assay have not been verified with neonatal specimens. The customer informed abbott in 2009 that the patient had died. The abbott medical director reviewed the available information. Based on the information provided, the cause of death is unknown. The neonate was diagnosed with renal failure, supported by additional test results provided. The customer was made aware that per the package insert, the assay performance characteristics of the direct bilirubin assay (ln 8g63) have not been verified with neonatal specimens. Additionally, there is indication of potential interference with medications, treatments or other diseases resulting in elevated direct bilirubin results.

Manufacturer narrative:
Abbott technical product development indicated interference may occur at wavelengths used by the bilirubin assays and does account for interference in the sample upon reviewing the reaction graphs. Additional interference may have occurred from medications, treatments or other diseases, but no additional patient information has been provided. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Review of customer logs/reaction profiles; there is no indication of any malfunction or deficiency identified. A call with the abbott technical product development department was conducted with the customer. The customer provided the patient results for total and direct bilirubin from (B)(6) 2009. Customer logs were reviewed and the results were graphed from one of the highest available samples with a reported dbil result of 4.4 mg/dl. The graph shows an atypical nature of this reaction evident from the markedly elevated absorbance of the secondary wavelength. Review of the reaction profiles showed atypical patterns consistent with some unknown interferents in the reaction mixture altering the extent of reaction and the normal relationship of the primary and secondary wavelengths. Renal disease results in accumulation of a variety of metabolites and waste products with the potential of introducing spectral and/or chemical interference in the analyses for total and direct bilirubin. Hemolysis would cause a depression of the direct and total bilirubin result instead of an increase. So hemolysis is not a factor in these data. Direct bilirubin reagent lot 65079hw00 and bilirubin calibrator lot 63420m100 shows the reagent and calibrator met all release specifications. A review of complaints did not identify any trends. Labeling was reviewed and found to be adequate for the issue under investigation. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An abbott sales representative spoke with the immunology manager who stated the baby's cause of death was extreme prematurity as the baby was born at 23 weeks and 1 day and weighed 579 grams at birth. The sales rep also spoke with the pathologist who confirmed prematurity but also stated death was caused by complications from septicemia, pneumonia and respiratory failure. The pathologist also confirmed that there was no impact to the patient due to the bilirubin results generated from the architect c8000 instrument. An investigation is in process